Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The xb3.5 100cm vista brite tip guide catheter was kinking inside the patient. The vista brite had to be removed from a patient by vascular surgery. The whole device was stuck in the patient due to the kink and could not be pulled out of the sheath or radial artery. The target lesion is the left coronary artery. The device was prepped according to the instruction for use (IFU) with no defects noted before or after prep. No other information was provided. The device was returned for analysis. Three non-sterile vista brite 6f .070 xb 3.5 100cm guiding catheters were returned. Per visual analysis a kinked/bent condition was noted on the complaint device. Kinks are located at 3cm, 9cm, 10cm and 26 cm from the distal tip. No other damages or anomalies were observed. Per dimensional analysis the catheter body od and ID were measured near to compressed and kinked conditions and was found to be within specification. A product history record (phr) review of lot 17691081 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter body/shaft) - kinked/bent¿ was confirmed through analysis of the returned device. The reported ¿catheter body/shaft) - withdrawal difficulty - from vessel¿ could not be confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis due to the nature of the complaint. Based on the information available for review, procedural factors may have contributed to the event as evidenced by kinks noted on the device during analysis. This is likely to be a result of torqueing of the device through the vasculature. According to the safety information in the instructions for use ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance can not be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Advancement, manipulation and withdrawal of the guiding catheter should always be performed under fluoroscopic guidance. Extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes. The guiding catheter may occlude smaller vessels. Care must be taken to avoid complete blood flow blockage.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the xb3.5 100 cm vista brite tip guide catheter was kinking inside the patient. The vista brite had to be removed from a patient by vascular surgery. The whole device was stuck in the patient due to the kink and could not be pulled out of the sheath or radial artery. The target lesion is the left coronary artery. The device was prepped according to the instruction for use (IFU) with no defects noted before or after prep. The device is available for analysis including the tip. No other information was provided.